Event description:
On june 1, 2006, the lay user/patient contacted lifescan alleging that the one touch ultra powers off during use. The meter was not out of the box and reportedly had not trauma. The medical affairs specialist spoke with the patient on june 2, 2006 to obtain/verify the following information. The patient usually tests 3 times a day and takes 1 pill of avandia every morning. In 2006 (around 6am), the patient woke up with symptoms of feeling disoriented, clammy, not feeling well, and having cold sweats. The patient had not eaten or taken his medications. The patient stated that he blacked out for a few minutes and then attempted to test on the meter, but it would not work. The last test the patient obtained on the meter was the day before when he got a "normal reading." He called his uncle for assistance who arrived around 6:30am to take him to the emergency room. The patient obtained a "314 mg/dl" blood glucose result on the hospital's meter and was given an avandia pill. An hour later, the patient got a blood glucose result of "120 mg/dl" and was released. The customer care advocate (cca) verified that the meter powered off before the auto shutoff and that the meter was not downloaded to the software prior to the attempted test. The cca discovered that the battery has not been replaced per the owner's manual (use error) and the patient did not have a replacement battery at the time of the call to troubleshoot the power issue. Although the battery has not been replaced per owner's manual, the patient was unable to test while experiencing symptoms. The patient eventually received medical attention and was treated at the emergency room for elevated blood glucose levels. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemtal report.